Event description:
It was reported that when the device was used during a low anterior resection procedure, when firing the device all staples came out in the tissue. Half of the staple line formed "b"s and the staples did not deploy on the other side of the cut line. Case was completed by opening up another like device. Product was discarded and there was no reported pt consequence.